Manufacturer narrative:
With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gi bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, device support/required anticoagulant therapy, past medical history, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Anemia and bleeding are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
A report was received that the patient presented to the local emergency department (ed) on (B)(6) 2016 with complaints of shortness of breath and fatigue. Labs were drawn which revealed low hemoglobin level. The patient was diuresed with intravenous lasix 40 mg and transfused with one unit of packed red blood cells (prbcs) prior to being transferred to implanting center. Repeat hemoglobin after first unit of prbcs showed increase. International normalized ratio (inr) was 2.0 on admission (goal 1.5-2.0). All anticoagulation was stopped and the patient received an additional three units of prbcs. Upper endoscopy and c-scope were performed on (B)(6) 2016 which were both negative for any active bleed. Since there was no active bleed, the patient was challenged with intravenous heparin which she tolerated well. The patient was restarted on her anticoagulation regimen of warfarin (inr 1.5-2.0) and aspirin 81mg by mouth daily. The patient was also started on weekly outpatient intravenous iron infusions. The patient was discharged home on (B)(6) 2016, and to date is doing well with no further bleeding issues. No further information was provided.